Manufacturer narrative:
This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 08/06/2019. The manufacturer¿s international service technician replaced the data accuracy (da) pcba to address the reported problem. The customer returned data acquisition (da) board was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the pressure accuracy test .